Manufacturer narrative:
The cr reported that the patient had no signs of infection and was receiving pain relief. On (B)(6) 2020, both stimulators were explanted per the patient's request without complication. No further issues were reported. Dhrs and sterility reports for lots: swo200320 and swo191002 were confirmed to not evidence any nonconformances. The cr was not present at the implant procedure, and is unable to confirm if product's ifus were followed. Based on the provided information, pain/tenderness along the implanted stimulator were confirmed/replicated. There is no evidence that the product failed to meet specification. The stimulator was used for the treatment of pain. The cause of the infection pain/tenderness along the implanted stimulator is unknown/no problem found.

Event description:
This complaint was initiated for reported skin irritation, pain, and tenderness along the implant site. The patient notified the stimwave clinical representative (cr) on (B)(6) 2020.